Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an issue with the sensor. Customer's blood glucose level was 400 mg/dl. He treated his blood glucose level with a bolus. Troubleshooting was declined. The device was not returned.